Event description:
It was reported that about 6 months ago (B)(6) 2023) an infection developed at the implant site. Antibiotic treatment was started but the infection recurred every 2 months. About 1 month ago (B)(6) 2023) the skin over the device started thinning and a couple of weeks later the housing partially extruded. Device was explanted on (B)(6)2023.

Manufacturer narrative:
Device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the recipient suffered from an infection at the surgical site, which led to an extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
It was reported that about 6 months ago (~(B)(6) 2023) an infection developed at the implant site. Antibiotic treatment was given but the infection recurred every 2 months. About 1 month ago ((B)(6) 2023) the skin over the device started thinning and a couple of weeks later the housing has partially extruded. The surgeon decided to explant the device on (B)(6) 2023. The user will be re-implanted once the infection has resolved, therefore the active electrode array was left in the cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.